Event description:
It was reported that the patient was lightheaded and short of breath with ventricular only pacing but experienced "twitching" at the pacemaker site when programmed in unipolar atrial pacing. The atrial lead had pulled back and had no capture while the right ventricular lead had high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.